Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The cup met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain and elevated cobalt and chromium levels and the noted intraoperative findings of stained dark synovium, and increased fluid may be consistent with findings associated with metal debris and synovitis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, synovitis, elevated cobalt and chromium levels, cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery from the left hip was performed due to severe pain, metallosis, elevated levels of metals, tissue and bone death, stiffness, loss of mobility, popping and clicking of prosthesis and depression.

Manufacturer narrative:
It was reported that a revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.